Event description:
It was reported that cadd legacy pump medication infusion completed 4 hours early (over-infusion). No patient injury was reported.

Event description:
It was reported that cadd legacy pump medication infusion completed 4 hours early (over-infusion). No patient injury was reported.